Event description:
This unsolicited case from united states was received on 09-apr-2018 from patient. This case involves a female patient (age not provided) who started receiving treatment with synvisc injection and after unknown latency experienced bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. No relevant medical history, past drugs, concomitant medications or concurrent conditions was reported. On feb-2018, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, lot number, expiration date and indication: not reported). On an unknown date in 2018, after unknown latency, the patient reported a bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. Action taken: unknown corrective treatment: not reported for bad reaction like never before outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 53460 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for had to get surgery on left knee due to the synvisc follow up was received on 11-apr-2018. No new information was received. Additional information was received on 12-apr-2018 . Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 11-apr-18: the follow up information does not change the previous case assessment. Based on the available information, the event has been assessed as related with the suspect due to significant temporal relationship. However, more information is required regarding the patient's underlying condition, medical history, concurrent conditions and concommitant medications, to allow a comprehensive medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2018 from patient. This case involves a female patient (age not provided) who started receiving treatment with synvisc injection and after unknown latency experienced bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. No relevant medical history, past drugs, concomitant medications or concurrent conditions was reported. On (B)(6) 2018, the patient initiated treatment with intra-articular synvisc injection (dose, frequency and indication: not reported). On an unknown date in 2018, after unknown latency, the patient reported a bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. Action taken: unknown. Corrective treatment: not reported for bad reaction like never before. Outcome: unknown for both events. Seriousness criteria: required intervention for had to get surgery on left knee due to the synvisc. Pharmacovigilance comment: (B)(4) company comment dated 12-apr-18. Based on the available information, the event has been assessed as related with the suspect due to significant temporal relationship. However, more information is required regarding the patient's underlying condition, medical history, concurrent conditions and concommitant medications, to allow a comprehensive medical assessment of the case.

Event description:
This case is cross-referenced with case: (B)(4). (Same patient). This unsolicited case from united states was received on 09-apr-2018 from patient. This case involves a female patient (age not provided) who started receiving treatment with synvisc injection and after unknown latency experienced bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. Patient as a child had hives after using cefalexin monohydrate (keflex). Patient never used it again. Patient's concurrent conditions included arthritis in knee, blood pressure, cholesterol and bone density abnormal. Patient's concomitant medications included lisinopril for blood pressure, rosuvastatin calcium (crestor) for cholesterol and ibandronate sodium for bone density. On (B)(6) 2018, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, lot number, expiration date and indication: not reported). On an unknown date in 2018, after unknown latency, the patient reported a bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. Action taken: unknown corrective treatment: not reported for bad reaction like never before outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 53460 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for had to get surgery on left knee due to the synvisc follow up was received on 11-apr-2018. No new information was received. Additional information was received on 12-apr-2018 . Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 24-apr-2018. Related case ID was added. Past drug, medical history, concomitant medications and concurrent conditions added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 24-apr-2018: the follow up information does not change the previous case assessment. Based on the available information, the event has been assessed as related with the suspect due to significant temporal relationship. However, more information is required regarding the patient's underlying condition, medical history, concurrent conditions and concomitant medications, to allow a comprehensive medical assessment of the case.

Event description:
Had to get surgery on left knee due to the synvisc [knee surgery nos] bad reaction like never before [reaction unevaluable] case narrative: this case is cross-referenced with case: (B)(6) (same patient). This unsolicited case from united states was received on 09-apr-2018 from patient. This case involves a 56 year old female patient who started receiving treatment with synvisc injection and after unknown latency experienced bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. Patient's medical history includes osteoarthritis and walking disability. Patient has used cefalexin monohydrate (keflex) for multiple hives. It was also reported that in past patient had been exposed to synvisc one for osteoarthritis. Patient's concurrent conditions included arthritis in knee, blood pressure, cholesterol and bone density abnormal. Patient's concomitant medications included lisinopril for blood pressure, rosuvastatin calcium (crestor) for cholesterol and ibandronate sodium for bone density. On (B)(6) 2018, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, lot number, expiration date and indication: not reported). On an unknown date in 2018, after unknown latency, the patient reported a bad reaction like never before. It was reported that the patient had to get a surgery on left knee due to the synvisc. Action taken: unknown. Corrective treatment: not reported for bad reaction like never before. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for had to get surgery on left knee due to the synvisc follow up was received on 11-apr-2018. No new information was received. Additional information was received on 12-apr-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 24-apr-2018. Related case ID was added. Past drug, medical history, concomitant medications and concurrent conditions added. Text was amended accordingly. Additional information was received on 23-may-2018. Patient's date of birth, age and weight added. Text was amended accordingly.